Manufacturer narrative:
Continuation of d10: product ID 3998 lot# v511744 . Implanted:(B)(6) 2010: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stating that the leads and extensions were explanted because a "paddle lead failed.".

Manufacturer narrative:
Concomitant medical products: product ID 3708240 lot# serial# (B)(4). Product type: extension. Product ID: 3708240 lot# serial# (B)(4). Implanted: explanted: product type extension product ID: 3998 lot# v511744 product type: lead. Product ID: 3888-45 lot# v508213 product type: lead. Product ID: 3888-45 lot# v530441 product type: lead. Suspect medical devices information references the main component of the system. Other relevant device(s) are: product ID: 3708240, serial/lot #: (B)(4), ubd: 17-sep-2011, UDI#: (B)(4) ; product ID: 3708240, serial/lot #: (B)(4), ubd: 17-sep-2011, UDI#: (B)(4) ; product ID: 3998, serial/lot #: (B)(4), ubd: 13-jul-2014, UDI#: (B)(4) ; product ID: 3888-45, serial/lot #: (B)(4). Ubd: 07-jul-2014, UDI#: (B)(4); product ID: 3888-45, serial/lot #: (B)(4), ubd: 20-aug- 2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt had older leads and extensions explanted on (B)(6) 2021 but that 97715 ins was retained and connected to 977c165 lead. Caller does see information that the older paddle lead was no longer providing adequate stimulation coverage.